Event description:
It was reported that the device was used during a banding procedure. The device was tested and checked to make sure the balloon was in good integrity before putting into pt. After the device was inserted into the pt, when inspirated again to ensure there was no air in the balloon, blood was withdrawn, and a leak was suspected in the band. The band was removed, and replaced with another band. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 12/16/2008. Info is unavailable; device was not returned for eval.